Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: investigation revealed an intact keypad; all buttons were fully responsive during the investigation. Upon removal of the keypad cover, no contamination was found under the contacts. The keypad flex was found to be fully seated in the connector. Corrosion was observed inside the battery compartment. A leak test failed due to a battery compartment and a bolus button leaks. The pump case was removed and no moisture was found internally. Unrelated to the original complaint, hairline battery compartment cracks were diagnosed. In addition, the audio bolus button cover was punctured; however the audio bolus button was responsive during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the down, up and ok buttons were under-responsive to user presses. In addition, the reporter alleged moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.